Event description:
Rl event reviewed. Patient was admitted to cvicu with short to shield, w/ prior driveline repair last year. Patient had hm2 and was listed as btt. Patient remained on ungrounded cable due to short to shield throughout stay in cvicu prior to transplant. Patient was critically stable while in cvicu awaiting lvad explant/implant and/or transplant.